Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that on multiple occasions the pump was loaded with 130-140 mg/dl of insulin and shortly after the pump would say the cartridge was empty. Customer stated they were able to still pull 20-30 units out of the cartridge. Customer's blood glucose level was no impacted.